Event description:
It was reported that the device was used during an unknown procedure, dropping clips and clips fell into the patient. They were removed from the patient. No patient consequences.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.